Manufacturer narrative:
Device was received with pump error 40 alarm in the pump history file and critical pump error (open book image) alarm during testing due to software error. No unexpected pump error 24 alarm found in the pump history. Unable to verify battery power loss alarm due to critical pump error (open book image) alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error as well as insulin pump had received the open book image on the pump screen. The customer¿s blood glucose was 7.5 mmol/l. Customer was unable to clear the insulin pump errors and power loss alarm. Troubleshooting was performed. The device will be returned for the analysis.